Event description:
Customer called to report that waste tube 1 of the unicel dxh 800 coulter cellular analysis system had leaked, and that approximately 500 milliliters of the liquid leaked into the tray and onto the floor. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the float sensor in the waste tube doubleswitch assembly failed, causing the waste container to overflow. The fse replaced the waste tube doubleswitch assembly and the two waste containers to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).